Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, fluoroscopic imaging was performed and revealed a left ventricular (lv) lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient is stable with no adverse consequences.